Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. It was noted that the right ventricular lead was not capturing at maximum output and the sensing had dropped. Contrast was injected into the right ventricle and the lead was seen outside the cardiac shadow. The physician believes the lead perforated into the pericardial space. The lead was repositioned. The patient was stable.